Event description:
On (B)(6) 2012, the patient reportedly was admitted into the hospital and was treated for dka after receiving multiple occlusion alarms multiples time throughout the day. At the time of admission, his blood glucose was 410 mg/dl. He received medical intervention with IV insulin until his blood glucose was lowered. During his hospital admission, he resumed insulin pump therapy but his blood glucose went up again to 400 mg/dl. Once again his insulin pump therapy ceased, and he was once again placed IV insulin treatment. The reporter contacted animas on (B)(6) 2012 to provide more information about the alleged hospitalization. According to the reporter, the hcp believes there may be an issue with the pump. During troubleshooting, the animas representative had the patient load a new cartridge filled with 200 units of insulin. Reportedly, the pump only prime 5 units after the load step. At the end of the load and prime step, the cartridge has 176 units left as opposed to an expected 195 units. The issue was not resolved with training. The animas product was requested back for investigation. This complaint is being reported due to a possible load step malfunction and because the patient required medical intervention for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.